Event description:
During laparoscopic tubal ligation, a fallopian tube was transected by a fallopian tube applier while attempting to place rings on the right tube. The malfunction resulted in active bleeding requiring cauterization. Vendor rep was notified on 1/18/02 of malfunctions and was noted to have attributed the incidents to misalignment of levers which in turn caused misfiring. Both appliers sent to MFR on 01/23/02 unsure which of 2 appliers were used on the day of the event.